Manufacturer narrative:
Reporter last name: (B)(6). Reporting institution name: (B)(6) hospital. Reporting address line 1: (B)(6). Reporting address postal: (B)(6). Reporting address city: (B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that customer wanted to know how to keep the no. 3 key functioning intact when not in use. Additional information has been requested. There was no patient involvement.